Event description:
It was reported that during an implant procedure, the right atrial lead was unable to be fully inserted in the device header, which resulted in high pacing impedance. The lead was replaced to complete the procedure. No adverse patient consequences were reported.

Event description:
It was reported that during an implant procedure, the right atrial lead was unable to be fully inserted in the device header, which resulted in high pacing impedance. This issue was alleged on the device header. The implantable cardioverter defibrillator was replaced to complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Reported complaint of inadequate insertion, unspecified fitting issue and high impedance were not confirmed. As received the device battery was in normal range of option. Visual examinations was performed and contact spring was absent due to removal in the field. Contact spring was replaced for further testing. Mechanical evaluation of header was performed and no anomalies were noted. Pin gauge measurement on the header bore port was performed and was within specification. Analysis of device image was performed, and no anomalies were noted. Electrical testing was performed and no anomalies were noted. Longevity assessment was performed, and the device was found to have normal battery depletion based on usage. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.